Event description:
It has been reported that during primary left total knee surgery 9 millimeter small tibial insert did not snap fit onto the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.